Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet bionic pancreas while using a teflon infusion set with 23-inch tubing, with no visible bubbles or kinks; the user paused the ilet, administered 20 units of subcutaneous insulin via pen, and was advised to change all supplies, after which the occlusion issue resolved. The user experienced a blood glucose peak of 400 mg/dl with no adverse clinical symptoms. Outcomes included the need for external insulin administration and supply replacement with no long-term health impact. User support included troubleshooting and education. Investigation of this case revealed recurrent occlusions associated with the infusion set that were resolved by replacing the set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.